Event description:
It was reported that the patient had seven inappropriate shock s due to oversensing of noise. The pulse generator was explanted and a new one was placed onto the same electrode. There were no additional adverse patient effects.